Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, there was damage to the balloon.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. During pre-heat, the pressure level began to rise and the surgeon turned the controller off and then restarted. When the surgeon attempted to refill the balloon, the catheter pushed out of the uterus and the balloon burst. The procedure was aborted. There were no adverse patient consequences.